Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was found missing upon opening of package. Procedure was completed using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) system was returned for investigation with the outer box and outer and inner vials. Visual inspection of the as returned product identified the tamper resistant tab broken on the outer vial, the implant missing from the packaging, the mount, screw and cover screw included with no signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1221079). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221079) for similar event related to incorrect component quantity and no other complaint was identified. Therefore, based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.